Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt (poland) was experiencing uncomfortable stimulation. The lead showed high impedances. The pt's lead was replaced with a different one. It was noted upon removal, the lead was damaged (cut and broke). The pt is no satisfied with stimulation.